Event description:
Pt performing peritoneal dialysis at home, presented at dialysis center with split catheter. Rptr states edges on the adapter are rough, causing catheter to split. Pt treated prophylactically with antibiotics.